Event description:
It was reported that the port device allegedly leaked when contrast medium and chemotherapy medication were infused, which caused the patient to experience pain and swelling around the port implant site. It was further reported the port device was removed. The patient status is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review, a DHR review, and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Labeling review: the exact contributing factors involved in this instance of flexural fatigue are not known, and therefore the applicability of any particular section of the IFU is unknown. However, product labeling documents reviewed (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) and was found to be adequate. Investigation summary: one m.r.I. Plastic port with 8 fr s/l standard groshong catheter was returned for evaluation. Visual, microscopic, tactual, and functional evaluations were performed. The investigation is confirmed for a fluid leak, more specifically found to be due to flexural fatigue. The sample had a 24.0 cm length of connected catheter tubing. Initial examination showed multiple access of the port septum, a distinctive curve to the tubing between the 10/16 cm depth markings and with the detailing on the tubing clear. Gross examination of the cath-lock was unremarkable and of the distal tubing showed a partial circumferential crease with a pin hole at the 14 cm depth marking, a partial circumferential I-crack between the 13/14 cm depth markings & visual evidence of necking between the 15/16 cm depth markings, with leaking at the pinhole and I-crack during infusion. The two identified locations of circumferential creasing and shape of the I-crack are typical of flexural fatigue, which is the repetitive, cyclic kinking of the catheter. Such longitudinal cracking as observed in the additional pinhole can also be consistent with flexural fatigue. Such kinking may have physiological, placement, usage or mechanical contributing factors. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event.

Manufacturer narrative:
The lot number for the device was not provided, therefore, the device history records could not be reviewed. The device has been returned to the manufacturer for evaluation. The investigation is currently under way.

Event description:
It was reported that the port device allegedly leaked when contrast medium and chemotherapy medication were infused, which caused the patient to experience pain and swelling around the port implant site. It was further reported the port device was removed. The patient status is unknown.